Event description:
Baxter sales rep phoned in a report on may 13, 2010 of a customer that experienced a separation where the luer lock connects to the tubing. The separation was noticed almost immediately. This incident caused a patient to lose a small amount of blood. This incident occurred with the clearlink duo-vent continu-flo set, product code 2c8541, with lot number r10c13021. This incident occurred during patient use. No additional information is available.

Event description:
A customer contacted global technical service (gts) regarding a system error 2240 alarm that appeared on the home choice (hc) during use. The home patient (hp) pressed go to start day drain and was not connected to the machine. After the alarm she then connected herself thinking that she would be able to press go and the therapy would start. Gts explained the alarm to the hp and had her cycle power. The hc then got a system error 2367. Gts explained that she would need to start over with new supplies. On (B)(6) 2010, product surveillance spoke with the nurse who stated that she saw the hp and she had not experienced any complications.

Manufacturer narrative:
Samples will not be returned for evaluation due to blood contamination. Batch review has been performed and no deviations were found. (B)(4).

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. (B)(4).